Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the cord at plug in end, junction between cord and insertion portion inter cautery machine burnt through and severed completely during an transurethral resection of prostate gland procedure involving an olympus electrical-only reusable medical device connection cable. There was no patient injury reported.